Event description:
It was reported that before wednesday, the patient couldn¿t sleep because they were getting zapped in their feet. It always happened, the patient was trying to raise and lower it, wednesday. They set the patient on auto mode, as soon as they did that it went away. They thought when they laid down it worked harder. The patient could sleep over 6 hours then. The patient did not remember from the first time they did programming on it, at implant, the patient was on alot of medications and it was harder to remember. The zapping had stopped with adaptive stimulation. That was what adaptive stimulation was supposed to do. So no issue there that the manufacturer representative (rep) would follow up on. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).